Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer has been encountering an issue when updating their trilogy evo ventilators and it results in a failure to update, and a ventilator inoperative alarm shuts down the devices. The customer states that this issue does not occur with every software update, but enough to become a delay in their servicing of their devices. The respiratory therapist escalated this matter to tier 2 of clinical support. The repirtatory therapist was able to resolve the customer's inquiry. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.